Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg). However, the exact value was not provided. Reportedly, the customer's body response to insulin can vary and sometimes the insulin may affect the customer greater than other times. Bg was addressed with carbohydrates. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.